Event description:
It was reported that approximately one week post implant of the left ventricular (lv) lead the patient experienced intermittent phrenic nerve stimulation. The phrenic nerve stimulation was observed positionally while the patient was lying on their right side. It was noted that the stimulation was also observed at higher output levels of the lv lead and disappeared at lower levels. The lv lead was reprogrammed to a different pacing vector and remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.